Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a stage 1 procedure, one of the posts was missing from the burr hole device kit. No environmental or external factors that may have contributed to the issue were identified. No diagnostics or troubleshooting have been performed, and no interventions or actions have been taken to resolve the problem. The issue remains unresolved. No patient complications have been reported as a result of this event. On (B)(6)2025 e1 (rep): the manufacturer representative (rep) provided additional information, stating that the physician identified the issue when securing the lead during the procedure. On (B)(6) 2025 e2 (rep): the manufacturer representative (rep) provided additional information, stating that they didn't use another burr hole device kit to secure the lead; one of the six posts was missing, so the surgeon used a different post with no issues.